Manufacturer narrative:
Depuy synthes is submitting this report based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Qty x 2 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head trials will not stay on corail neck trials.